Event description:
The patient reported that the v-go came off sometime in the afternoon. The patient stated her reading went up from 300 to 377 in the afternoon. The patient called her doctor who suggested she go to the emergency room. The patient was given a saline drip and water. The patient applied a new v-go in the hospital. When her reading came down to 200 about an hour later she was released. The patient had been in the hospital about 4 hours.